Manufacturer narrative:
The investigation of low pump flow, product damage (cannula kink), and thrombus has been completed. Clinical reports inability to flow appropriately. Kink in cannula noted under angiography. Pump removed due to possible thrombus ingestion. Repositioning didn't resolve the issue. Blood volume not given. Patient was short and kink was observed near the motor housing area. Decision made to remove cp and the replacement pump also had kinking issues. Low pump flow: pump was returned for investigation. There was a kink confirmed near the motor housing of the pump and some biomaterial was present in the cannula near the impeller and outflow cage of the pump. Data logs were investigated and there were suction alarms present. No motor current spike was observed. The pump was auto attempting to run on higher p-levels but consistent low flows observed. The root cause of the low pump flow issue was most likely a kinked cannula as per the product investigation, data log review and clinical information available. Product damage (cannula kink): pump was returned and kink was confirmed near the motor housing of the pump. Patient was a short women with other pump also having a kinked cannula. The root cause of the product damage cannula kink issue was most likely patient condition related to the patients smaller size as per clinical information and issue occurring on replacement device. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined. B1 adverse event was inadvertently omitted on the initial manufacturer device report. B2 was inadvertently omitted on the initial manufacturer device report. H1 type of report was erroneously selected on the initial manufacturer device report number. H6 health effect - clinical code 4582 was erroneously selected on the initial manufacturer device report number.

Event description:
It was reported that during implantation, an impella cp was found to be kinked at the pump cannula and gave low flows. The pump was replaced and the patient survived.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.